Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3387s-40, lot# va0k227, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0k227, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for obsessive compulsive disorder (ocd) and movement disorders. It was reported that the left lead was explanted because the health care provider (hcp) felt the lead, implanted elsewhere, was sub-optimally placed. The right lead remained and was seemingly therapeutic for the patient. No patient symptoms were reported. Additional information has been requested regarding the event date and possible related symptoms, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.